Event description:
False positive. Pt came in for depo (on time) but was late in afternoon - pregnancy test was weakly positive was repeated and was weakly positive. Now pregnancy test bottle opened and showed weakly positive. Pt tested the next day with 1st am urine specimen. Pregnancy test was negative.